Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology (stsf) catheter, and the biosense webster inc. (Bwi) product analysis lab (pal) observed a tear in the pebax. Upon receipt of the event description from the customer, there was no mention of damages to the integrity of the thermocool® smart touch¿ electrophysiology catheter. Therefore, follow up was promoted. On (B)(6)2019, additional information was received indicating the pebax damage was inflicted post procedure. During the procedure, the device integrity was maintained and the patient was not exposed to any internal components. There was no life-threatening illness, permanent impairment of a body function or permanent damage to a body structure. There was no need for medical or surgical intervention. With the additional information provided, this event has been assessed as not MDR reportable, as device integrity during the procedure was not compromised. However, since it has already been reported to FDA, any additional updates received will continue to be reported. Manufacture reference no: (B)(4).

Manufacturer narrative:
The investigational analysis completed 10/4/2019. The device was visually inspected and the pebax was found torn, with reddish material inside. Irrigation and patency flow test were performed. It was found within specifications. The catheter was irrigating correctly. No irrigation issues were observed. A manufacturing record evaluation was performed and no internal actions were identified. The customer complaint cannot be confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. However, this cannot be conclusively determined. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology (stsf) catheter, and the biosense webster inc. (Bwi) product analysis lab (pal) observed a tear in the pebax. Initially it was reported that during radio frequency ablation there was intermittent and low irrigation on the stsf catheter. A second catheter was uses to complete the procedure. No adverse patient consequences were reported. The inadequate irrigation issue has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On (B)(6) 2019, the bwi pal found reddish brown substance on the distal tip and a torn pebax. The observed tear in the pebax has been assessed as an MDR reportable malfunction as internal components were exposed. The awareness date has been reset to (B)(6) 2019.